Manufacturer narrative:
Block e1: the address of the initial reporter facility (B)(6). Block h6: imdrf device code a051104 captures the reportable event of basket failure to release stone. Imdrf f2301 captures the event that the basket was pulled apart to release the stone. Block h11: the device was not returned for analysis; therefore, product analysis could not be performed. It was confirmed that this device met manufacturing specification prior to distribution and there were no manufacturing deviations which could have contributed to the reported event. Based on the information provided, the most probable cause of the reported issues "basket failure to open" and "basket failure to close" cannot be established due to lack of evidence. The product was not returned for analysis to identify any defect with the device. Additionally, without proper evaluation of the device, it remains unknown the most probable causes that contributed to the events. All compiled information on this investigation determines that the most probable cause is cause not established.

Event description:
It was reported to boston scientific corporation that a trapezoid rx was used in the common bile duct during an endoscopic retrograde cholangiopancreatography (ercp) procedure performed on (B)(6) 2026. During the procedure, the trapezoid rx could not expand and contract normally during use. A stone was inside the basket when it could not expand normally, and the physician pulled the basket apart to release the stone. The procedure was completed with another same device. There were no patient complications as a result of this event.